Event description:
It was initially reported that the device had displayed its charge-pak icon; however after initial eval by physio-control, it was observed that the device would not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and found the cause of the reported failure to be two filters, designators fl9 and fl10 from the analog pcb assembly which caused current leakage from the internal hlc batteries. The customer received a replacement device.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.